Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s grandmother reported via phone call that the customer received a motor error alarm. Customer did not report a motor position encoder error alarm. Customer's blood glucose was 482mg/dl. The customer was trying to bolus for her high blood glucose and her pump alarmed motor error. During troubleshooting for motor error alarm, the caller was not sure if the insulin pump was exposed to a magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Alarm history did not contain a motor position encoder error alarm but did contain more than one motor error alarm. The caller also stated that the customer received three no delivery alarms as well. The customer was advised that insulin pump would need to be replaced. The pump will be returned for analysis.

Manufacturer narrative:
Findings: no motor error alarm or unexpected no delivery alarm during testing. Unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip. +a complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.